Event description:
It was reported that the patient underwent surgery to treat pelvic organ prolapse and stress urinary incontinence and mesh was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): the patient underwent the concurrent procedures of a cystocele and rectocele repair during mesh implantation. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a gynecological procedure on (B)(6) 2008 to treat stress urinary incontinence and a mesh was implanted. The patient experienced urinary and bowel problems, infection, pain, recurrence, bleeding and dyspareunia. (B)(4). Urinary problems; bowel problems; undefined recurrence; dyspareunia.